Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The cadiere forceps was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.69" was found to be broken off the yaw pulley. The broken fragment was not returned with the instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, one of the pieces of the cadiere forceps broke off. The customer reported that they did not find fragment; however, took an xray of the patient and stated it was not inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: they noticed a piece was missing in spd after the instrument was removed from the wash. The surgeon was unaware of the initial break because it was never visualized by the surgeon. The surgeon did not use the cadiere forceps for long because he prefers to use the force bipolar instrument. The surgeon said he felt the cadiere forceps did not grasp the tissue well so he ended up using the force bipolar instrument. The cadiere forceps did not collide wit another instrument or any other hard material during the procedure. He has not heard of any injury to the patient at this time. The staff does not know where the fragment fell. They do not believe it is in the patient because it was cleared by radiology. The patient is a white 30 year old female weighing 227 lbs. 2 view x-rays were performed on the patient on (B)(6) 2021. On 24-aug-2021, intuitive surgical, inc. (Isi) received medwatch 5102934 stating: "forcep tip of cadiere robotic forcep detached from working element at some point during use."